Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified posterior descending artery of the right coronary artery (rca). During the procedure, plain old balloon angioplasty (poba) was performed with a semi-compliance balloon catheter. A 10/3.25 flextome¿ cutting balloon¿ was advanced to treat the lesion. The physician felt a little resistance and the device was able to cross the lesion without shoving it. The physician attempted to dilate the lesion, however, it was noted that the balloon was unable to apply pressure more than 2 or 3 atm. Also, contrast agent leakage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).